Event description:
It was reported that the procedure was to treat a moderately calcified, mildly calcified atrioventricular fistula that is 70% stenosed. The 5x40mm armada 35 balloon dilatation catheter (bdc) was inflated twice at 14 atmospheres and completely deflated twice after 40 seconds in negative held; however, the balloon met resistance during removal with the guide wire. Therefore, both were removed as one unit and once outside the anatomy the shaft of the balloon was noted bent. Another armada 35 was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficult to remove was confirmed due to the multiple kinks noted on the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulty removing was related to circumstances of the procedure. Based on the reported information and analysis of the returned product, it is likely that during use, the guide wire and armada 35 shaft became kinked in multiple locations causing difficulty removing the armada 35 from the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.